Event description:
It was reported that on (B)(6) 2012 a catheter was implanted in the patient. On (B)(6) 2013, the patient found blood exudation around the skin and catheter. He went to the hospital and the doctor found the catheter out of the position 3cm. The cuff still in his body.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.